Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed. The evaluation found that when connected to the otv-s10 processor, there was no image. This was found to be caused by faults within both the camera cable and the charge-coupled device unit. Water leakage test failed due to a leak in the camera cable. The investigation is ongoing; therefore, the root cause of the device problem cannot be determined at this time. However, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported (on behalf of the customer), there was no image on the hd camera head. The issue was found during a procedure. The procedure was completed using a similar device and without a delay. There was no report of patient harm or user injury associated with this event. The device was returned and evaluated and found that when connected to the otv-s190 processor, there was no image.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that poor communication caused no image which occurred due to a cable and charge-coupled device (ccd) failure. It is likely that the cause of occurrence of the cable and ccd failure is that water entered inside due to poor watertightness of the cable and the electric circuit was destroyed. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.